Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: dilatation catheter: 3.0x12 mm trek nc, guide wire: balance middleweight. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that during the procedure to treat a mildly calcified de novo lesion in the mildly tortuous proximal right coronary artery (rca), after advancement of a balance middleweight (bmw) guide wire via femoral access, the lesion was pre-dilated with a 1.5x12mm mini trek balloon dilatation catheter (bdc), followed by advancement without resistance then deployment of a 2.75x38 xience prime drug-eluting stent, without issue, at a maximum pressure of 12 atmospheres. The rx xience prime stent delivery system was withdrawn without resistance, then the stent was then post-dilated using a 3.0x12 mm trek nc balloon. After post-dilatation, a dissection was noted at the proximal edge of the stent. The dissection was successfully treated via deployment of a 3.0x15 mm xience prime stent, covering the dissection. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no device or other procedural issues noted. No additional information was provided.